Event description:
It was reported to philips that the device would not power on. There was no patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Fuse f6 was open circuit.